Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that while in use of a smiths medical cadd administration set for etoposide+doxorubicin+vincristine, leaking was noted. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Additional information: DHR information added needed to be added. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this device history review.